Manufacturer narrative:
The consumer reported that their son front tooth was chipped. Date of event is approximate. The consumer has provided their son's name (B)(6). No other contact information were provided. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
The consumer reported that their diamondclean power toothbrush metal shaft was loose and chipped their son's tooth.